Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier was not clipping properly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during clip application when the instrument was not clipping properly. There was no patient harm and the procedure was continued with a backup clip applier.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and failed the clip test due to misapplication of the clip, the instrument passes engagement and able to retain clip through engagement but cannot apply the clip. Additional observation related to customer reported complaint: 1. The clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove. As a result, the clip could not be properly loaded on the grips. Additional observations not reported by site: 1. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. 2. The instrument was found to have dried residue around the clamping pulley cable groove. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.